Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the balloon had a rupture. The issue occurred during preparation for use. The intended procedure was completed with another similar device and there was an approximate 5 minute delay. There were no reports of patient harm.

Manufacturer narrative:
Updated d8, d9, and h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be that the balloons are very thinly molded and can easily break if excessive force is applied during installation. Stretching the balloon using your fingernail or overstretching it with the applicator are possible causes of balloon breakage. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). After checking the contents of the instruction manual, the following warning was issued. ·the balloon can easily tear, so beware of sharp objects. ·store the balloon in a cool environment with low humidity. ·after opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.